Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported 22 false positive results on the alinity m sars-cov-2 assay. The samples initially tested positive on the alinity m system and were retested due to the high number of positive samples seen in the lab. Upon retesting, the samples in question tested negative on the alinity m system. The customer continues to process samples on the instrument repeating all positive test results for confirmation. No impact to patient management was reported.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. Customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. The reported discrepant results are at or near the assay limit of detection (lod). Therefore, the results may not be reproducible.the discrepant results were positive for the sars-cov-2 target, which is the correct interpretation. Contamination cannot be ruled out and may be linked to the discrepant results. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 526485 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review. Device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526485 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526485 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review. A lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 526485. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526485 was not identified.